Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead possibly got dislodged due to intermittent non-capture was noted. There was no additional information obtained from the field and there was no known intervention as of this time. This lead remains in service. No adverse patient effects were reported.